Manufacturer narrative:
As received, a complete lead was returned in one piece with helix extended and clogged with tissue. The reported event of helix mechanism was confirmed. The cause of the reported event of helix mechanism issue was isolated to the overtorqued inner coil consistent with procedural damage. The reported event r-wave amp variation, inadequate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received indicated that the issues were discovered in clinic during a follow-up and the patient was asymptomatic.

Event description:
It was reported that the patient presented in clinic for a revision. Interrogation showed the patient's right ventricular (rv) lead had increased capture thresholds and r-wave amplitude variation. During the revision procedure, the helix would not extend so the lead was explanted. A new rv lead was implanted. The patient was stable throughout.